Manufacturer narrative:
(B)(4). Software version 4.11d. Retainer ring = black. Case type: ngp. Customer returned insulin pump for an alleged pump error alarm on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump error alarmed during self test. Successfully downloaded history files and traces using thus software. Insulin pump error confirmed in formatted history file on (B)(6) 2019 16:46:32.000, ((B)(4)). Also, pump error was found in history file on (B)(6) 2019 21:00:00.000, ((B)(4)). Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical boards, force sensor and battery tube assembly noted. The insulin pump was received with cracked case (battery tube) and scratched case. In summary, customer alleged pump error confirmed. Exposed to moisture confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had power supply test failed during self-test twice. Self test did not passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.